Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the medication logistics management (mlm) was not working. A technical support specialist dialed into station, confirmed test print successful, identified incorrect printer configuration, updated printer preferences and defaults, and advised verification with customer to confirm resolution. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the mlm in the ICU stopped working again. The user reported that multiple tickets had been submitted and the device had been replaced several times. The issue would temporarily resolve for a few days after replacement but would subsequently recur.the customer reported that there was a delay in patient care.there were no adverse events or injuries reported based on this event.